Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High-frequency noise on the atrial and far-field channels that looks to be external/emi. There is no sensing on the atrial channel otherwise, and other lead trends were stable. Patient history to be evaluated for a potential source. Lead remains implanted.